Event description:
While performing bench service for the device, an authorized bench technician discovered that the unit had experienced multiple charge shock failure. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
While performing bench service for the device, an authorized bench technician discovered that the unit had experienced multiple charge shock failure. There was no patient involvement.